Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex pc issues. Review of system log files showed off curcuit and the pc had to be replaced. The existing pc was getting errors during software reload. Fse performed pxe load to initiate the software, which loaded correctly. Fse replaced the flex pc. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.